Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not able to produce x-ray. Upon functional testing the fse identified intermittent fluoroscopy error. Fse cleaned the hv plug and performed tube conditioning. After cleaning the hv plug and tube conditioning, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that x-ray generation was not working. There was not harm reported to user or patient. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.